Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism disconnected upon retraction with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: it was reported the stylet disconnected upon retraction from patient which exposed the needle. The patient and staff member did not receive a needle stick injury.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 7241750. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one physical sample and one picture sample were returned for evaluation by our quality engineer team. The physical sample was functionally tested per the instructions for use and no defects were observed; the product worked as intended. No further investigative results could be concluded from the provided picture sample.

Event description:
It was reported that the safety mechanism disconnected upon retraction with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: it was reported the stylet disconnected upon retraction from patient which exposed the needle. The patient and staff member did not receive a needle stick injury.